Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore the complaint could not be confirmed. Complaint sample was not returned therefore a product evaluation could not be performed. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
Consumer called and stated that during removal of a tampon it tore at the base of the tampon, the string came out with a little of the tampon leaving the majority in her vaginal canal. Consumer was able to remove the remaining piece.

Manufacturer narrative:
(B)(4). Device manufacturer date - was blank, entered may 17, 2016 labeled for single use - was blank, checked to be "yes".